Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the ccustomer noticed a significant discrepancy between the sensor glucose and blood glucose values also received change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-7020la. Troubleshooting was performed for difference between glucose values. Sensor glucose value from reported event was 150 mg/dl and blood glucose value from reported event was 71 mg/dl. The customer was reporting a discrepancy between sensor glucose and blood glucose values which was not within range. Troubleshooting was not performed for sensor alert, no harm requiring medical intervention was reported. Mmt-7020la was requested and customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of the one returned used sensor performed a visual inspection and checked for physical damage and none was found under microscope then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor failed per specification, found cannula retracted inside sensor base, unable to continue with functional testing due to sensor being damaged. In summary the customer complaint of unexpected sensor alarms could not be confirmed due to sensor flex damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.